Event description:
This spontaneous case was reported by a journalist and describes the occurrence of pain ("pain") in a (B)(6) female patient who had essure inserted for contraception. In 2011, the patient had essure inserted. On an unknown date, the patient experienced pain (seriousness criteria medically significant and intervention required). The patient was treated with surgery (essure inserts removal along with her uterine tubes and uterus). Essure was removed. At the time of the report, the pain was resolving. The reporter considered pain to be related to essure. The reporter commented patient's first symptoms led to terrifying diagnoses: ankylosing spondylarthritis, rheumatoid arthritis, fibromyalgia followed soon after. In fact, she did not have any of those disorders and is feeling better after essure removal. Case received from a journalist via publisher reporting testimony of a patient. The list of device similar events contains essure reports received by bayer and older cases received by conceptus coded with the same meddra preferred term. In this particular case a search in the database was performed on 10-jul-2017 for the following meddra preferred term: pain. The analysis in the global safety database revealed 354 cases. Bayer is closely monitoring the benefit-risk profile of essure. A recent cumulative review of all available data on essure has not yielded any new safety signal with regard to this meddra pt. Further company follow-up with the other is not possible. Company causality comment: no lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.